Manufacturer narrative:
Additional information: patient information updated. Additional event details provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced no symptoms related to this event; there was no impact on patient outcome due to the reported issue. Additionally, there was no delay to the procedure as the surgeon had already taken the biopsy.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-nov-2015. Patient information was unavailable. Device UDI number unavailable. A medtronic representative went to the site to test and service the equipment. The computer was replaced on the system. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic for further evaluation, but the issue was unable to be duplicated. The computer booted normally to the application screen. The installed applications started and ran normally. No video issues were observed. Through analysis there was no fault found with the returned computer. FDA evaluation codes 114 and 4307 apply to the testing and servicing performed on the system, while FDA evaluation codes 213 and 4315 apply to the analysis results for the computer. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a biopsy procedure. It was reported that the video on both monitors of the navigation system began to flash with the bottom portion of the screen going completely black. This occurred near the end of the case. The physician had already used navigation successfully to get to the location to take specimens. The flashing of the monitors then started while the site was waiting for pathology to send back the results. The results were what the physician expected, so he began closing and no further use of navigation occurred. After rebooting the system the issue resolved for a few minutes. Technical services (ts) had the medtronic representative (rep) who was present check the video connection to the computer with no change. Ts had the rep bypass the video splitter with no change as well. It was unknown if there was any impact on patient outcome, but there was no reported impact on patient outcome.